Manufacturer narrative:
H10: the device was received for evaluation. The reported problem, '7 key inop' was confirmed during functional testing when the number 7 key failed to function normally. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a bad keypad key. The keypad requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the 7 key inoperable. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.